Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump became dislodged when the rn accidentally sat pt up in bed. Device history lot: device lot: 1870336. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the nurse accidently sat the patient up in bed and this caused the impella to become dislodged. The device was replaced with another impella cp. It was reported that the patient was stable.